Event description:
Customer reported an issue with the panorama central station display, (no video output impact display) which may have affected pt telemetry monitoring. No pt injury reported.

Manufacturer narrative:
Company representative repaired power distribution board and replaced video board. Calibrated and ran diagnostics to factory specifications.